Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 12 july 2019 noted that the pre-tests could not be performed due to the comb being out of shape and the cutter was not able to roll smoothly. Upon further evaluation, it was found that the left side plate was worn on the inside and that the bottom roller was worn. Evaluation of the returned cutter found that it did not produce a passing test mesh and was recommended to not be used and replaced. Repair of the mesher occurred on 11 october 2019 and involved replacing the comb, the left side plate, and the roller as well as lubricated the handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb (guard) was bent and that the cutter (blade) was damaged, it cannot be determined from the information provided as to what caused these failures to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit had a damaged blade and guard on the very end nearest the handle. There was no harm, delay reported and alternative device was available for use. Damaged was identified by sterilization technician. Upon investigation, it was identified that the device had a bent comb. No adverse events were reported as a result of this malfunction.